Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted and placed on the valve. However, after one rotation to open the clip, while establishing final arm angle (efaa), the clip continuously opened. It was observed under echocardiography that mr was worsening. Troubleshooting was performed but was not successful. Therefore, the clip delivery system (cds) was removed and replaced. The replacement ntw (30726r1005), was prepared and entered into the anatomy. Once in the left atrium, the clip could not open. Troubleshooting was performed, but the clip could not open. The clip was removed and replaced. One clip was then deployed on the mitral valve. The mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.